Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10250. It was reported that patient presented to hospital on (B)(6) 2020 due to an inappropriate shock they had received from their implantable cardioverter defibrillator (ICD) and right ventricular lead. High defibrillation impedance was also noted on the lead. Lead was capped and replaced (B)(6) 2020. ICD was explanted and replaced during the same procedure. Patient condition was stable after the procedure.